Event description:
The customer reported the beckman coulter act diff instrument gave low results on all cbc parameters for one patient sample with instrument generated flags when they noticed what appeared to be a leak around the bath area. Erroneous results were reported out. Per conversation with the customer on (B)(6) 2011, the erroneous results were disregarded and the sample was not sent out for verification. The patient has not come back for a redraw, and there has been no change or affect to patient treatment as a result of this incident. Because of the low results they stopped using the instrument until it could be serviced. The customer ran her own blood which confirmed the low results. There has been no death or injury and the customer was wearing gloves at the time of this event and reports there was no contact with mucous membranes or open wounds. The customer does have an exposure control or risk management plan in place. Msds were not reviewed and the operator did not seek medical attention. The customer technical specialist (cts) assisted the customer over the phone with bleaching the wbc drain path and verified proper bath drain. The qc was flagging vote outs on the differential after bleaching and service was sent. The field service engineer (fse) replaced the worn out peristaltic tubing. The customer had stated the last time the peristaltic tubing was replaced was over two years ago. The root cause for the bath overflow and the low results can be attributed use error as the customer had not replaced the peristaltic tubing on the waste pump in over two years. The act diff maintenance schedule recommends the peristaltic tubing be replaced every 12 months. Per labeling, maintenance schedule - replace peristaltic pump tubing every 12 months or every 10,000 cycles. Situation: when you replace diluent filters. When tubing is worn to the extent that is looks almost worn through.